Event description:
As stated by the customer 2010-(B)(6): potential incident - the administrator of the facility would only give tech a little bit of info. Administrator only stated that the lift was raised out of a tub and was positioned next to the tub when the resident fell forward. There was no safety belts being used at this time. Lift was being used to bathe resident with no safety belts being engaged or even installed on lift. A safety belt was added to lift after the incident but prior to tech inspection. There were injuries, however, the administrator would not release any of that info. No pt info released.

Manufacturer narrative:
Reporting according to exemption no (B)(4). Incidents involving medical devices manufactured by arjo hospital equipment ab in (B)(4) will be reported by us, the legal MFR, arjo hosp equipment ab in (B)(4) on behalf of our sales and distribution company in the (B)(4). Add'l info will be provided upon conclusion of the MFR's investigation. Track wise ID. MFR's ref no. (B)(4).